Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that miscellaneous hardware error found (1720) on the back up capacitor. The issue is not related to physical damage/abuse. Event occurred during testing. There was no delay of therapy since this happened during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This reason for return is not related to a past service. Visual evaluation found the rear/front housing cracked. Unable to download in the event history due alarm message error code 1720 on the pump display. Functional testing verified primary problem of error code 1720. Found back-up-capacitor had a broken wire, causing alarm message displayed error code. Replaced back-up-capacitor to correct the issue. The device passed all functional tests after the repair.